Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as bleeding abrasions from garment rubbing .there was no alleged device malfunction contributing to the irritation. The patient¿s home health nurse applied gauze to skin for the skin irritation. Outcome of the irritation is unknown

Manufacturer narrative:
Not applicable.